Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of service history, and a review of labeling. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing the probe (ln 8c94). Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed multiple (B)(6) results while the architect i2000sr analyzer. The customer stated multiple low (B)(6) results were observed for specimens sid (B)(6) and other (B)(6) markers were (B)(6) including (B)(6) antibody and dna viral load. No specific values per sid were provided. The following values for two patients were provided. Patient 1 initial (B)(6); patient 2 initial (B)(6). No impact to patient or donor management was reported.